Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., g2, h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare provider confirmed rupture and reported a right side capsular contracture baker grade iii/IV the device has been explanted.

Event description:
Patient called to report right side rupture confirmed via mammogram/ultrasound. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Information contained in this report was previously submitted through asr on 30oct2003. Clarification to b.7: treatment information was reported via asr.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient called to report right side rupture confirmed via mammogram/ultrasound. The device remains implanted.